Event description:
1 reported false negative sars result for 1 symptomatic patient. It was reported that the result was confirmed positive by molecular (pcr testing) a few days later.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report mw5099557.

Event description:
1 reported false negative sars result for 1 symptomatic patient. It was reported that the result was confirmed positive by molecular (pcr testing) a few days later.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report: mw5099557. (E1) removed phone number as it does not apply. (G6) selected follow-up report and 2. (H2) selected correction for the follow-up type.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report mw5099557. Corrected data: (d4) changed product code to 20377. (G6) selected follow-up report and 1. (H2) selected correction for the follow-up type.

Event description:
1 reported false negative sars result for 1 symptomatic patient. It was reported that the result was confirmed positive by molecular (pcr testing) a few days later.